Manufacturer narrative:
Vyaire complaint number (B)(4). The device component was returned for evaluation, and was able to be confirmed and duplicated. The root cause was determined to be failed xdcr pt800 and pt801. This is a known issue which can be referenced with CAPA ca-2017-0206 and co 101400.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault, vent inoperable, motor fault, low ve, low pip, and high rate while connected to the patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.